Manufacturer narrative:
The investigation into the hemolysis and the low pump flow has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the hemolysis issue and the low pump flow issue was most likely patient condition related to hematoma on the left mediastinum. The failure modes will be monitored and trended.

Manufacturer narrative:
Section b1 and h6 were updated to include coding for the reported low pump flow. The investigation into the low pump flow issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The cause of the low pump flow and hemolysis issue was most likely patient condition related to hematoma on the left mediastinum. The failure modes will be monitored and trended.

Event description:
The user facility reported a 66-year-old male in post cardiotomy cardiogenic shock and low cardiac output presented for impella 5.5 support. The patient developed hemolysis coinciding with impella support. It was noted that the patient had a large hematoma to the left mediastinum from a previous condition which was applying pressure to the left ventricle. The pump flows were subsequently low and adjustments to the support level were unable to achieve the desired flow rate. The hemolysis did not resolve and the ventricle eventually collapsed from the outside pressure applied by the hematoma. The doctor was unable to manipulate the pump, however, the decision was made to leave the device in place. The patient later began to experience complex tachycardia, coinciding with a loss in pulsatility and flow in the impella. Multiple blood transfusions were performed due to the patient¿s condition. The hematoma could not be immediately relieved due to significant clotting in the mediastinum. The existing clots were eventually removed from the patient¿s chest, allowing the doctor to reposition the pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿